Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device which was difficult to open. The surgeon was able to remove the device and manually sutured the anastomosis to complete the procedure. The surgeon stated at some point the anastomosis leaked and the patient developed peritonitis and expired on august 25, 1998.